Manufacturer narrative:
The complaint information was reviewed and analysis of the returned unit. The inflation problem and leak were confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other complaints. The investigation determined that the reported inflation issue and leak was due to damage noted to the inner member. Although a cause for the damage could not be determined, there was no leak noted during preparation for use indicating that the damage was not pre-existing. Additionally, based on the evaluation of the returned unit and scanning electron microscopy analysis, the inner member damage may be attributed to mechanical damage and may suggest that an object was inserted into the inflation port; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat an 80% stenosed, moderately tortuous, and moderately calcified lesion in the posterior descending artery. A 4.0x200mm armada 14 balloon catheter was prepared per the instructions for use. The balloon catheter was being used for pre-dilatation; however, the balloon only partially inflated and a leak at the hub was noted. The balloon catheter was removed and the procedure was successfully completed with a 4.0x120mm armada 14 balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.